Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the display was blank. The pump case was removed and the display lens was cracked. A test display was used and the display was clear and legible. The original complaint could not be investigated due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.